Manufacturer narrative:
The returned device has been evaluated. Additional information received from the customer. Correction being made to g2 (adding value to other). This supplemental report is being submitted to provide this information. Please see the updates in sections: d4, g2, g3, g6, h2, h3, h4, h6, and h10. Customer reported that the broken piece was found outside the patient. Device lot number on the device is kr114005; kr114313 is the device package lot number. The device history record review confirmed that the device lot had no anomaly in inspection. From the condition of the device, it seems that the device was used during procedure. Upon inspection of the returned device, it was confirmed that the device probe was broken at 6mm from the proximal end. The broken piece was not returned. There is a scratch on the probe. In addition, the teflon pad is worn. There are no scratches in the grasping section. The coating of the grasping section is partially peeled off. Foreign material that looked like tissue was building up on the grasping section. The coating of the probe was partially peeling. The exact cause of the event cannot be exclusively identified. However based on past investigations, the broken probe possibly occurred as the scenario described below: 1) during output in seal & cut mode, the probe and the grasping section sandwiched with metal, a surgical instrument or a hard tissue. 2) the scratches were made on the probe. 3) the probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 4) the probe broke when some load was added. The tissue pad was likely worn because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. The probe coating peels off if the device is handled as below: activate the device in seal and cut mode for a long duration while no tissue is grasped by the grasping section and the distal end of the probe. Activation in seal & cut mode continued after completion of a tissue cutting is also included in such activation. However, it cannot be conclusively determined if such handling actually caused the probe coating to peel. The instructions for use includes the following statements: ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. ¿ if the grasping section, metal-exposed area around it or the probe tip gets tissue stuck during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Manufacturer narrative:
The data for personal information (initial reporter) cannot be made available due to restrictions imposed by the EU general data protection regulation (gdpr, art. 44-49).the device is returned but the device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time.supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, the device tip broke off before the stoma relocation procedure. The broken tip was not found. The intended procedure was successfully completed with another device. There was a negligible delay while a new device was opened. There was no harm or adverse impact to the patient.